Manufacturer narrative:
Document review: quadra h cementless femoral stem size 5 lat: ref. 01.12.035 / lot 071203 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4). From the data collected, there are no evidences that the event is device related, but the initial accident is likely the cause of the subsidence of the stem.

Event description:
(B)(4).